Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and yellow particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening.